Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Caller stated when a patient was tested at 12:17 pm, inform system 1 displayed the message cr hi (critical high). The inform system can be programmed to display cr hi instead of a numerical value when a test result is higher than the facility's critical-range high setting. The critical range programmed into the inform system by this facility is 40 mg/dl to 400 mg/dl. Facility database showed the actual value downloaded from the inform meter was 474 mg/dl. At 12:21 pm, the patient was tested with inform system 2, result was 203 mg/dl. No adverse event was reported. A request was made for the return of the strips, replacement sent.